Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the implant procedure the system diagnostics determined high impedances when the leads were connected to the ipg. The leads were disconnected and tested independently provided valid data. As a result, the alleged ipg was not implanted.